Event description:
Caller reports patient tested 2.2 inr on the coaguchek xs system and 1.71 inr on a comparison lab. No treatment information provided. No adverse events reported. Requested return of suspect system and replacement sent.